Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer inserted 2 sensors, which did not give a sensor signal. When the customer removed the sensors, he noticed that the electrode was broken. Customer will be sent 2 new sensors as replacement.